Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could be replicated and that restarting the navigation system would restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system was unable to track the imaging system. It was reported that restarting the navigation system restored functionality. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.